Event description:
Caller reported that the t:slim x2 pump battery would not charge, and while it began charging after being plugged into a wall adapter, the connection was unstable due to visible damage to the usb port. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller on proper charging techniques to avoid further damage and sent a replacement pump to the customer, who will continue using the current pump as backup therapy.